Manufacturer narrative:
The technician could verify the issue in the device's log but could not duplicate the error code. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the technician observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.